Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The event occurred intraoperatively during the navigate task and caused no delay to surgical time. It was reported that there was an alleged inaccuracy during a case. While using the orange tracker with the 5.5 tap and 5.5/6.0 driver, the navigation seemed to be off 2mm inferior in the sagittal view towards the end of the case. The surgeon stopped using the orange tracker and used the gray tracker to complete the surgery. Navigation and imaging were not aborted. There were no further issues reported and there was no impact on patient outcome.